Manufacturer narrative:
This is one of three events concerning the same patient with different reportable events. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the peritoneal dialysis patient saw that there was fluid inside of the cycler door. Patient reported that this had occurred three or more previous times with this cycler and stated he told the specialist it was wet inside in the past. The nurse requested a replacement for the liberty select. Follow up with the nurse indicates that the patient did not have or experience any complications as a result of the fluid leaks. There was no report of medical intervention.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.